Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor was unable to recognize an electrode belt when plugged in. The monitor's electrode belt connector was pulled from the enclosure, damaging the pins on the j1001 connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to communicate with an electrode belt.